Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a chemosafelock vial adapter and occurred on an unspecified date in (B)(6) 2023. The reporter stated that there was leakage from the filter part; the did not observe any anomalies on the product itself. It was not reported whether there was any patient involvement or not. No harm was reported as a consequence of this event.